Manufacturer narrative:
Device manufacturer city - aibonito or cartago. Address - aibonito: rd 721 km 0 3 po box 1389 aibonito, puerto rico 00705 or cartago: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago, costa rica 30106. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the device would not allow for a secure fit. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an one-link needle-free IV connector disconnected from a clearlink duo-vent continu-flo solution set. During heparin infusion, the patient awoke to a wet bed and observed the intravenous line had disconnected at the one-link valve. There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.